Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other xience alpine device referenced in describe event or problem is filed under a separate medwatch report. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the stent malapposition and patient effects; however the treatment appears to be related to circumstances of the procedure. The reported patient effects of angina and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the patient was admitted (B)(6) 2016 with st-elevation myocardial infarction (stemi) and a 3.5x23mm xience alpine stent was implanted without issue in the distal right coronary artery. The next day and while the patient was still in the hospital the patient was experiencing angina and the physician brought the patient back for an angiography check. Angiography confirmed thrombus in the 3.5x23mm alpine stent and thrombectomy was performed. A 4x38mm xience alpine stent was inserted through the 3.5x23mm alpine stent to treat the thrombosis and due to the length of the lesion. It was noted that both stents were not fully apposed to the vessel wall. Thus, post-dilatation was performed using a 4.5mm balloon to ensure appropriate wall apposition. There was no clinically significant delay in the procedure. No additional information was provided.